Event description:
As reported for this event by the customer, at the end of a therapeutic laparoscopic myomectomy procedure, approximately one and a half to two hours into the procedure, a u504 probe damage error was received for the device. The surgeon removed the device from the patient for checking, and the device probe broke off and fell outside the patient body. The procedure was completed with a new device. There was no harm or adverse impact to the patient. The surgeon believed that the fact that the fibroid was large and hard could have contributed to the breakage of the probe.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was found to be broken at 15mm from the distal end. The tissue pad was worn out, the probe had contact marks on it, and an error code was noted; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The seal & cut output was activated while the distal end of the grasping section was grasping thick tissues. 2. The probe was in contact with the tissue pad at the rear end of the the non-insulated of grasping section, causing the tissue pad to wear out. Also, it generated contact marks. 3. The output was continuously activated in state of above description 2, and a force was applied to the probe, causing the probe cracked. Also error detected(u 504). 4. Upon checking the probe outside of the patient¿s body, a force was applied to the probe causing it to break. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ olympus will continue to monitor the performance of this device.